Manufacturer narrative:
Results: the complaint for connection "lead pull-out" was not confirmed. As received, microscopic inspection revealed the dual lead extension was in good condition. A lead pull test was conducted on both ports and no lead pull out was observed, the setscrews in both ports were securely seated in the connector block. The setscrews functioned as designed. The returned extension failed the impedance test on channel 5 and broken wire was found on that channel. This damage is consistent due to overstress conditions while the dual lead extension was in the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-06150.